Manufacturer narrative:
This report is submitted on 3 february 2021.

Manufacturer narrative:
This report is submitted on september 22 2020.

Event description:
Per the clinic, the patient experienced shocking sensations with device use resulting in the decision to explant the device (date not reported). Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2020.